Manufacturer narrative:
Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a microclave clear neutral connector that experienced leakage during infusion. The reporter stated that during temsirolimus infusion, mom called and said she sees liquid on the floor. There was a small amount of liquid on the floor (approx. 5-7ml from looking at it) and the syringe line looked wet. Infusion stopped, cap changed, line flushed with no further l. The event date was on 03-apr-2025 occurred in oncology. There is one defective device. There was patient involvement and no adverse event.